Manufacturer narrative:
This complaint is related to (B)(4) (MDR: 1219602-2019-00743). Two 72203854 suturefix ultra suture anchor devices used for treatment, had pieces of suture returned for evaluation. The complaint stated: ¿the blue sutures were found to be thicker than the white blue-sutures.¿ the return consisted of strands of suture. The inserter device was not returned. The anchor was not returned. One related complaint for the history of this production lot was found. One strand of suture could be identified as suture used for this product. One piece of suture cut into two sections could not be confirmed. The length is not that of suture issued to the suturefix product. The manufacturing lot was reviewed. All suture was correct. The lots were traced back to acceptance. This is a textile product which can have subtle variances between color and texture. The product has a window of tolerance, which it met specifications for. The ¿thickness¿ can be loosened or tightened with applied or release of tension. At this time, there are no other complaints reported for this lot aside from these two related ones. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution. G3: additional information.

Event description:
It was reported that during the procedure, when the packaged was opened, the blue sutures were found to be thicker than the white blue-sutures. As per reporter this issue had different effects and the combination of the instruments was changed. No patient injuries or delay reported. Back-up device was not available.